Event description:
The patient contacted animas on (B)(6) 2013 and alleged the insulin pump was no longer functional after he had worn it swimming in a river and was pushed into a tree by the river water. The patient stated he was unsure if the pump was impacted during this event. The pump reportedly was noted to have no power, no vibration, no audio tone and a blank screen. The patient stated there was visible water in the battery compartment and behind the display screen. The patient stated he did not see any cracks in the pump. The patient stated that he did not have an alternate form of insulin delivery for several hours after the discovery of the pump without power and his blood glucose was noted to be 405 mg/dl with symptoms of thirst, and feeling tired and winded. The patient was able to start on a back-up plan of manual injections for insulin delivery on (B)(6) 2013. This complaint is being reported because the patient reportedly experienced an adverse event while on insulin pump therapy after the pump lost power while the patient was swimming.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.